Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received readings on the adc freestyle libre sensor that were higher than readings obtained on the built-in reader and an hcp meter. Customer received a sensor scan result of 142 mg/dl and experienced symptoms described as a seizure, loss of consciousness, "difficulty talking", and sweating for two hours. It was further reported a built-in reader result of 42 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 58 mg/dl was obtained and customer was treated with "oral sugar". A subsequent reading of 400 mg/dl was obtained on the paramedic meter and customer was treated with "rapid insulin". It is unknown how much time elapsed between the reported readings and treatment.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. -

Event description:
Customer's mother reported the customer received readings on the adc freestyle libre sensor that were higher than readings obtained on the built-in reader and an hcp meter. Customer received a sensor scan result of 142 mg/dl and experienced symptoms described as a seizure, loss of consciousness, "difficulty talking", and sweating for two hours. It was further reported a nuilt=in reader result of 42 mg/dl was obtained. Paramedics were called and upon their arrival, a reading of 58 mg/dl was obtained and customer was treated with "oral sugar". A subsequent reading of 400 mg/dl was obtained on the paramedic meter and customer was treated with "rapid insulin". It is unknown how much time elapsed between the reported readings and treatment.